Event description:
It was reported that the patient's right ventricular (rv) lead exhibited an impedance spiked and threshold measurements were high in (B)(6) of last year. In (B)(6) of this year, the rv lead triggered a lead warning due to high impedance measurements. Approximately three months later, the rv lead exhibited oversensing, noise, and out of range high and low impedance. The lead was reprogrammed bipolar pace and sense. A month after reprogramming the lead, the physician confirmed that the rv lead had fractured. The lead was capped and replaced, along with a prophylactic device upgrade. No patient complications have been reported as a result of this event.